Manufacturer narrative:
Final analysis found medical adhesive inside the left ventricular septum opening and on the left ventricular setscrew threads which prevented the setscrew from being actuated.

Event description:
It was reported that during the implant procedure, the pulse generator's setscrew could not be tightened using the torque wrench. The device was no longer used and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).